Manufacturer narrative:
Correction: b1: there was no product problem. The product problem box unchecked. Correction: b5: added right atrial lead as one of the leads that were explanted along with pacemaker. Correction: g2: marked foreign in report source. Correction: h6: removed failure to disconnect from medical device problem code and replaced it with adverse event without identified device or use problem correction: h6: removed prolonged surgery from health effect: impact code and replaced it with additional surgery.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination, it was noted that there was pocket infection developing at the implant site of the pacemaker. The physician decided to explant the pacemaker the right atrial (ra) lead and the right ventricular (rv) lead. During explant, there was a difficulty with rv lead unscrewing from the device header. The physician cut the lead and explanted the pacemaker and ra lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22373. It was reported that the patient presented to the hospital for a follow-up. During examination, it was noted that there was pocket infection developing at the implant site of the pacemaker. The physician decided to explant the pacemaker and the right ventricular (rv) lead. During explant, there was a difficulty with rv lead unscrewing from the device header. The physician cut the lead and explanted the pacemaker on (B)(6) 2021. The patient was in stable condition.